Manufacturer narrative:
Additional information received indicated that the occlusion issue was resolved. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 250 mg/dl and the customer was to lower the bg level. Tandem technical support performed a system check and found that cartridge needed to be changed. The customer indicated that the supplies to the pump would be changed.